Manufacturer narrative:
System components: pump: model- 72400098, lot sn - (B)(4), mfg date- 08/01/2017, exp date- 08/01/2022, gtin- (B)(4). Balloon: model- 72400024, lot sn - (B)(4), mfg date- 06/27/2017, exp date- 06/27/2022, gtin- (B)(4).

Event description:
It was reported that the physician is requesting a revision for the patient's artificial urinary sphincter(aus) device due to unspecified reasons. A patient status of stable was requested.